Event description:
The reporter contacted animas on (B)(4) 2012, alleging that all of the keypad buttons are not responding as usual. This reportedly began approximately 6 months ago. The reporter indicated that they have to press several times on keypad and press harder in order to get them to respond. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 05/24/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All of the keypad buttons were intermittently responsive and difficult to press. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.